Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log file provided by the account confirmed controller not set alarms; however, the date of the event and the duration that the pump was off could not be determined. In addition, power and flow elevations were also confirmed during the analysis but appeared to occur during pi events. Analysis of the submitted log file revealed that all 240 events were yellow wrench advisories attributable to the internal clock and timestamp resetting to the manufacturing default (01/01/2001 1:00 am). This is consistent with the report of dead batteries, causing the pump to stop. The events related to the depletion of the backup battery, causing the pump to stop were unable to be observed as the log file started with the power already restored to the system. The date of the event and the duration that the pump was off could not be determined through the review of the submitted log file. The file also captured unsustained power and flow elevations but appeared to be associated with pi events. Although the yellow wrench alarm was active throughout the log file, the pump operated above the low speed limit and the system appeared to be operating as intended. It should be noted that the system was supported by external batteries for the duration of the log file. It was reported that the patient experienced a vad stop. The patient reconnected to batteries when they noticed that they were dead. Therapy was restarted. It was also reported that the patient was sleeping before the incident and did not hear any alarms. Multiple requests for additional information regarding this event were sent to the account. No further information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). There is no product available for evaluation. The hmii lvas IFU contains information regarding pump speed, power, flow, and pulsatility index. This document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Both the IFU and patient handbook provide important information regarding the heartmate batteries, including monitoring battery charge level and replacing depleted batteries. The documents outline battery charge levels, the fuel gauge display, visual and audible alarms, how to respond to such events, and how to exchange power sources. Lastly, these documents explain that patients must always connect to the power module for sleeping or when there is a chance of sleep. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 4 years, 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient used their batteries until the batteries died, at which point the patient experienced a pump stop. The patient reconnected the batteries and the pump restarted. The patient was sleeping prior to the event and reported not hearing any alarms. Log file analysis showed that the log file was filled with yellow wrench/real time clock not set events. This occurs when battery power and backup battery power have been totally depleted. The log started with power already connected to the pump after total battery depletion to alarms prior to battery depletion. The time duration the pump was off is unknown. Additional information was requested but not provided.